Manufacturer narrative:
1818910-2015-19701 is a duplicate report of 1818910-2015-34816. 1818910-2015-19701 will be rejected. 1818910-2015-31846 will be kept for investigation purposes. Depuy still considers the investigation closed.

Event description:
Update 6/3/15 medical records received. Upon revision, acetabular cup loosening, periarticular tissue reaction, and corrosion on the trunnion were noted. The stem remained in situ. The stem and sleeve are being added to the complaint.

Event description:
Litigation papers allege pain, injury, and elevated metal ion levels. Comment: it should be noted that the law firm uses the same (or similar) complaint for all patients, so it is possible these symptoms are not specific to this patient.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.